Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 20 ml ll s/c 50 had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no.: 303310, batch no:. Unknown. It was reported there was what appeared to be a chunk of plastic inside the syringe.

Manufacturer narrative:
H.6. Investigation: one sample was received. It came with no packaging blister. Visual inspection was performed, there is a piece of plastic attached to the bottom part of the stopper. It is ½¿ long, one side is rounded; this piece of plastic belongs to another part. Three photos were provided. They show the sample received. It could have happened that a jam occurred at the stopper-plunger assembly station inducing damages to another plunger rod then this piece of plastic ended up inside the syringe and got adhered to the bottom part of the stopper. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: material no.: 303310, batch no.: unknown. It was reported there was what appeared to be a chunk of plastic inside the syringe.